Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the irs or return fields in oracle the evaluation is identified as a other / unable to test. No test fixture. Both cylinders were returned and evaluated.

Event description:
Dealer stated the power chair is veers off and has trouble stopping.